Event description:
This 64 yr old white male with stage dilated cardiomyopathy was accepted for orthotopic cardiac transplantation. The pt became inotrope as well as balloon pump dependent and required bridge to transplantation with mechanical circulatory support because of inavailability of a suitable donor organ. The pt had the implantation performed on 4/21/95 and was making a suitable recovery. It was noted that the pt had brisk bleeding about the drive line exit site and physical examination indicated considerable fluid about the device itself on palpatation. Because of continual bleeding, operation was undertaken.